Event description:
Suture passer broke as surgeon was utilizing it during a surgical case. The top blue portion, to include spring, came apart while the device was in use. Device removed from field, new one given and utilized without problem. Reason for use: laparoscopic incisional hernia repair.